Event description:
Boston scientific received information that upon a routine follow up a right atrial lead dislodgment was suspected. Upon interrogation of the device loss of capture was noted on the right atrial lead. The patient will be brought back to the hospital for a repositioning procedure. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted that this right atrial lead was repositioned. Post operative check noted that this patient was in atrial fibrillation, and it was not possible to determine the pacing thresholds due to this condition. The lead remains implanted with no further complications.